Event description:
It was reported that the inner trach cannula did not positively click into place when performing a trach change on a patient in the intensive care unit (ICU). The rib around the inner cannula wasn't clicking into the outer cannula, it was sliding in and out without interference, leading to possible ¿popping out¿ of the inner cannula. The health professional tried a second one to find the same issue. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6. Codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.